Event description:
It was reported that the 9800 sys made a loud popping noise during a case. The 9800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage candlesticks were re-greased during the service call. The sys was tested and found to be working as intended, and put back into service.